Event description:
The pt's physician reported the pt had developed serratia peritonitis. It is unclear at this time how the pt was treated. The physician also reported that there may or may not have been a leak associated with the event. No further details were available.

Manufacturer narrative:
Additional attempts to the pt have been made with no additional info provided. The MDR includes all event info received to date. Due to the lack of additional info and the known complication of peritonitis, this MDR is being filed as a serious injury. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation. Related MDR: 8030665-2014-00228.